Manufacturer narrative:
The patient /family was the initial reporter, so personal information was not entered.

Event description:
The customer received a blood glucose reading of 251mg/dl on the contour next link 2.4, retested on the contour next link and the reading was 122mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. There was no allegation of an adverse event. The customer was advised to return the strips for evaluation. New meter and strips were sent to him.

Manufacturer narrative:
Corrected lot#. Additional lot# was returned for evaluation that was not in the initial report: product information: 7bfeb04b, exp date 02/28/2019. Manufacture date 02/01/2017.